Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited white foreign material was exiting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found a burn mark on the plastic distal end cover. Based on the results of the investigation, the foreign material could not be identified. No deviations from the instruction manual could be confirmed for the reprocessing of the foreign material residue point. It was confirmed that the section of the device with the foreign material remained had no physical damage. It is possible that a high-energy endo-therapy accessory such as laser, high frequency, has been used without sufficient distance from the distal end section of the scope. However, the customer confirmed this did not occur. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) gif/cf/pcf-290 series, operation, operation manual chapter 3 preparation and inspection describes how to detect them and gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories) describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.